Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luers of an unspecified quantity of access sets would disconnect from one-link luer activated devices; further described as ¿each time the stem was inserted into the luer activated surface, it would pop out instead of making a friction connection¿. This was identified during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.